Event description:
It was reported that the device was explanted due to premature depletion. No patient complications were reported as a result of this event. A 3500a was received and further reports that the device was removed for premature battery depletion.

Event description:
It was reported that the device was explanted due to premature depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary battery depletion-normal. It was reported that the device was explanted due to premature depletion. No patient complications were reported as a result of this event. A 3500a was received and further reports that the device was removed for premature battery depletion. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated battery failure explanted premature eri (elective replacement indicator) replace.